Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited oversensing noise. The ra lead is still in service. There were no patient consequences.

Manufacturer narrative:
Primary unique device identification (UDI) number is not available as product information was not provided.